Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: there was no locking in the plate with several variax2 locking screws 10mm 3.5 t10. The procedure was successfully completed by removing the affected screws and using variax1 screws instead. Surgical delay of 20min. Not longer.

Manufacturer narrative:
The reported event could not be confirmed, since the device was returned for evaluation and is functional. The device was returned and does not present any visible damage to the threads which could have lead to an inability to screw with the plate. A functional test was performed by screwing the returned screw with a variax plate, and the device was able to lock with no issue, in various screw holes. The event can therefore not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported: there was no locking in the plate with several variax2 locking screws 10mm 3.5 t10. The procedure was successfully completed by removing the affected screws and using variax1 screws instead. Surgical delay of 20min. Not longer.